Manufacturer narrative:
Device 6 of 7. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 9g03052 was manufactured on 7/24/2019 in the line convex 2 pc (ost), with a total of 5,688 ea. Compliance engineer ID 6054 performed a batch record review on (B)(6) 2020, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1156501 and manufacturing order 1484633. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered under in another complaint. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: condition of the yamaha arm. Condition of vision system cameras. Variance in the materials, cause variation in the placement. This caused the overall variation 0.6. This accumulation of variation caused the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And based on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improved convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan. The investigation associated with related event had been approved and was completed. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that starter hole of 7 wafers (3 were usable in every box) was off centered. She stated that it had been an ongoing issue and getting worsen over the years. Due to her medical condition, she had to be careful that her wafer was put on just right rather than using off center ones. There was no harm reported. No photo is available at this time.